Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient mentioned they were having a difficulty recharging the ins. They said that the ins was at 50% and the recharger was at 65% they were afraid it drains the battery of the recharger first before they can recharge the ins. They said last night the ins was at 80% and when they woke up this morning it was dead and there was no stimulation. During the call patient reset the recharger. Agent reviewed it was normal that the ins battery drains over night if the stimulation was on. Agent reviewed normal recharging session will take 2-2.5 hours. Agent advised the patient to monitor their recharging session and call their hcp if needed further assistance.

Event description:
Additional information was received from the patient. The cause of the ins dead/difficulty recharging was unknown. The patient saw the manufacturer representative (rep), went through all the settings with the rep. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial# (B)(6) implanted: explanted: product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.